Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction to statement "dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the receiver displayed a firmware error.".

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the receiver displayed an error 121. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.